Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle plunger rod was difficult to move. This was discovered during use. The following information was provided by the initial reporter: material no: 328468. Batch no: 8351944. It was reported that "syringes are sticking and not plunging like they used to."

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 8351944. All inspections and challenges were performed per the applicable operations qc specifications. There were two (2) notifications [200796830, 200796428] noted that did not pertain to the complaint.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle plunger rod was difficult to move. This was discovered during use. The following information was provided by the initial reporter: material no: 328468, batch no: 8351944. It was reported that "syringes are sticking and not plunging like they used to."